Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead warning occurred due to low impedance. It was noted that the warning was due to low impedance in a vector not currently in use and function was not affected. The lv lead remains in use. No patient complications have been reported as a result of this event.